Manufacturer narrative:
Investigation summary: bd received 2 photos for investigation. The photos were reviewed and visual examination revealed gate stub on the hemogard closure. There is a piece of plastic protruding from the gate on the hemogard closure. This complaint has been confirmed for the indicated failure mode: molded part has defects - sharp protrusions. Bd is unable to identify a root cause for the indicated failure mode. Based on a review of the device history record for the incident lot all product specifications and requirements for lot release were met. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported prior to using bd vacutainer® k2 edta (k2e) 10.8mg blood collection tubes, there were 100 tubes with a burr on the hemogard cap. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
There were multiple medical device types: d2b: medical device type: jka. There were multiple 510k numbers: g4: PMA / 510(k)#: k213670, k231373. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported prior to using bd vacutainer® k2 edta (k2e) 10.8mg blood collection tubes, there were 100 tubes with a burr on the hemogard cap. No adverse impact was reported regarding the patient or user.